Event description:
Complainant alleged that while attempting to pace a pt (age & gender unknown) the device displayed a heart rate of 200 beats per minute and failed to pace. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.